Manufacturer narrative:
The reported events were operation issue and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found that the inner coil inside the connector region was over torqued with all filars were broken/ separated consistent with procedural damage. After cutting, cleaning blood/tissue from the helix and applying torque to the inner coil the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.

Event description:
During an initial implant procedure, the right atrial (ra) lead was unable to remain stable in the position the physician placed it, and the helix was unable to be extended. The ra lead was explanted and replaced to resolve the event. The patient was stable.